Event description:
Customer reported the sensor reading have been off. Customer reported his blood glucose was in the 300 mg/dl and 400 mg/dl. Customer stated the insulin pump will alert the customer that his blood glucose was high or low and customer was normal. Customer also mentioned the device alarmed no delivery. Customer's blood glucose was 134 mg/dl. Customer did not recall customer was unable to troubleshoot for no delivery because it was a past event. Alarm did not occur during manual prime. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.